Event description:
It was reported that an 8f angio-seal sts plus was deployed post percutaneous transluminal coronary angioplasty (ptca) to seal the right common femoral artery (cfa). During deployment the physician stated that the "clicking" did not feel right. However, the angio-seal deployment continued per normal routine. After the suture was cut the access site continued to bleed. Manual compression was required to achieve hemostasis. The pt was discharged and later complained of leg pain. Two days later the pt underwent surgical intervention. The operative report stated that a large thrombus including the angio-seal components were removed from the right popliteal artery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.